Event description:
It was reported that the patient experienced a pneumothorax following the implant procedure of the right ventricular (rv) lead. The patient remained hospitalized until stable. No additional adverse patient effects were reported.